Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm tmicl 12.1 implantable collamer lens of -13.5/1.5/105 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021 . Low vault with lens opacity (cataract) asc was reported. The lens was removed on (B)(6) 2022 and on the same day but different surgery a replacement lens of different model and longer length was implanted and the problem was not resolved. Cause reported as device; user error and unknown. The device failed to perform as intended. "Excessive low icl vault most likely contributed to lens opacity formation." See MFR # 2023826-2022-04656 for exchange lens.

Manufacturer narrative:
Additional information: b5-the reporter indicated that a 12.1mm tmicl 12.1 implantable collamer lens of -13.5/1.5/105 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. Low vault with lens opacity (cataract) asc was reported. The lens was removed on (B)(6) 2022 and on the same day but different surgery a replacement lens of different model and longer length was implanted. Reportedly the exchange lens resolved the problem. Claim# (B)(4).